Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: additional product development investigation was performed for the returned subject device (psi sd800.402 peek implant, part number sd800.402, lot number 9049602). The condition of the subject device is described as reprocessed. Based on the provided information and on the explanted and returned peek psi, we are not able to determine the reason of the infection further. But the fact that the infection did occur only a year after implementation, lead to the assumption that the peek psi and its integrity within the surrounding bone and soft tissue was not compromised as the peek psi was implanted. The complaint condition could not be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product development evaluation: based on the provided information alone, the cause of the infection could not be further determined. However, the fact that the infection occurred a year after initial implementation leads to the assumption that the peek psi, and its integrity within the surrounding bone and soft tissue, was not compromised as the peek psi was implanted. Therefore, the complaint will be closed as indeterminate. The lot number of the reported device was located in the psi case database by using the reported patient and surgeon names. According to the given information on the device report, a patient showed signs of inflammation at the area of the implanted psi. The review of the production history revealed that this article was manufactured in july, 2014 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The fact that, upon implantation, no problem was reported leads to the assumption that the peek psi, and its integrity within the surrounding bone and soft tissue, was not compromised as the peek psi was implanted. In addition, it can be concluded that the peek psi had a good fit and there is no causal relationship to the infection, which occurred one year after the surgery. Device history record review: manufacturing location: (B)(4) - manufacturing date: 2-july-2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient presented in (B)(6) 2015 with inflammation and signs of tissue collection. The patient was originally implanted with a patient specific peek implant (psi) in (B)(6) 2014 to treat a sequale facial trauma of the left frontal depression. The surgeon performed a cranioplasty using a bicoronal approach during that initial procedure. The outcome was deemed to be appropriate, but overtime inflammation and tissue collection was detected. The patient returned to the operating room on (B)(6) 2016 to have the psi removed. No additional information is available. This report is 1 of 1 for (B)(4).